Manufacturer narrative:
The pump passed the functional testing, including the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. No unexpected restart or watchdog timeout alarms. No high pitch watchdog alarms noted. No black dot or icon anomaly noted. The pump was monitored and no intermittent blank display or unexpected shut off noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for an error. The blood glucose reading was 348 mg/dl. The alarm could not be cleared and the customer was advised to remove the battery for five minutes and then reinsert it, and the display did not return. The alarm was not resolved with troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.